Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was noisy during temperature testing, the front end could not be taken apart, the bearings were damaged, the mid and back end sub-assemblies were contaminated, and the color ring was missing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that during service and repair pretesting, it was observed that the angle attachment device was noisy and had vibration. It was further determined that the device failed pretest for visual assessment and vibration- during temperature testing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.